Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain started immediately after placement never went away. Left pelvic region"), genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), transient ischaemic attack ("tia stroke ") and tooth fracture ("teeth would chip") in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute sinusitis in 2004 and c-section on (B)(6) 2016. Concurrent conditions included body mass index normal, mitral valve prolapse, chest pain since (B)(6) 2007, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, paratubal cyst since (B)(6) 2016, ovarian cyst since (B)(6) 2016, vaginal irritation since (B)(6) 2016 and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced tooth fracture (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("severe fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), allergy to metals ("nickel allergy/titanium"), bacterial vaginosis ("bacterial vaginosis"), urticaria ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to "there" bottom of the feet"), migraine ("migraines"), nausea ("nausea"), gingival bleeding ("gums bleeding/teeth would chip"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge white milky discharge"), weight decreased ("weight loss"), weight increased ("40lbs rapid weight gain"), breast tenderness ("breast tenderness sharp pain in the left breast pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), abdominal pain lower ("lower abdomen wall pain"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues") and coital bleeding ("bleeding during intercourse"). The patient was treated with warfarin, vitamins, metronidazole (flagyl), diphenhydramine hydrochloride (benadryl), surgery ("plaintiff" had surgery to remove the essure implant.) And surgery (tooth extraction). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, transient ischaemic attack, tooth disorder, alopecia, arthralgia, fatigue, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture and abdominal rigidity outcome was unknown, the urticaria, abdominal pain lower, vulvovaginal pain and hypoaesthesia had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, arthralgia, bacterial vaginosis, breast tenderness, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, headache, hypoaesthesia, menorrhagia, migraine, nasal disorder, nausea, pelvic pain, skin burning sensation, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral "salpingooophorectomy" done). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, nickel allergy, bacterial vaginosis, hives, migraines, nausea, gums bleeding, tia stroke, dysmenorrhea, spasm, dyspareunia, vaginal discharge, vaginosis, weight loss, weight gain, abdominal bloating, burning skin, lower abdomen pain, numbness, vaginal pain, abdominal spasm, teeth would chip, nasal disorder nos, brain fog, coital bleeding. Event outcome of nasal issue, brain fog, bloating updated to recovering. Event outcome of hives, numbness, lower abdominal pain and vaginal pain updated to recovered. Lot number 508295 added. Treatment and concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain started immediately after placement never went away. Left pelvic region"), genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), transient ischaemic attack ("tia stroke ") and tooth fracture ("teeth would chip") in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute sinusitis in 2004 and c-section on (B)(6) 2016. Concurrent conditions included body mass index normal, mitral valve prolapse, chest pain since (B)(6) 2007, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, paratubal cyst since (B)(6) 2016, ovarian cyst since (B)(6) 2016, vaginal irritation since (B)(6) 2016 and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced tooth fracture (seriousness criterion medically significant). In october 2014, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("severe fatigue"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), allergy to metals ("nickel allergy/titanium"), bacterial vaginosis ("bacterial vaginosis"), urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet"), migraine ("migraines"), nausea ("nausea"), gingival bleeding ("gums bleeding/teeth would chip"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal discharge ("vaginal discharge white milky discharge"), weight decreased ("weight loss"), weight increased ("40lbs rapid weight gain"), breast tenderness ("breast tenderness sharp pain in the left breast pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), abdominal pain lower ("lower abdomen wall pain"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues") and coital bleeding ("bleeding during intercourse"). The patient was treated with warfarin, vitamins, metronidazole (flagyl), diphenhydramine hydrochloride (benadryl), surgery (plaintiff had surgery to remove the essure implant.) And surgery (tooth extraction). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, transient ischaemic attack, tooth disorder, alopecia, arthralgia, fatigue, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture and abdominal rigidity outcome was unknown, the urticaria contact, abdominal pain lower, vulvovaginal pain and hypoaesthesia had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, arthralgia, bacterial vaginosis, breast tenderness, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, headache, hypoaesthesia, menorrhagia, migraine, nasal disorder, nausea, pelvic pain, skin burning sensation, tooth disorder, tooth fracture, transient ischaemic attack, urticaria contact, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooophorectomy done). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Minimal evidence to ige mediated food allergies based on food skin test reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc(product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain started immediately after placement never went away. Left pelvic region"), genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), transient ischaemic attack ("tia stroke"), gingival bleeding ("gums bleeding") and tooth fracture ("teeth would chip") in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acute sinusitis in 2004 and c-section on (B)(6) 2016. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included body mass index normal, mitral valve prolapse, chest pain since (B)(6) 2007, urinary frequency since (B)(6) -2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, itchy rash since 15(B)(6) 2008, scabies since (B)(6) 2008, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, paratubal cyst since (B)(6) 2016, ovarian cyst since (B)(6) 2016, vaginal irritation since (B)(6) 2016 and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue ("severe fatigue/tired all of time"), weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brush hair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over ") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast") and rash ("allergic or hypersensitivity reaction -would have rashes"). The patient was treated with warfarin, vitamins, metronidazole (flagyl), diphenhydramine hydrochloride (benadryl), surgery (hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l), surgery (filling, cleaning's, tooth extractions) and surgery (filling, cleaning, tooth extractions). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, transient ischaemic attack, tooth disorder, alopecia, arthralgia, fatigue, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, gingival bleeding, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain and rash outcome was unknown, the urticaria, abdominal pain lower, vulvovaginal pain and hypoaesthesia had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, arthralgia, bacterial vaginosis, breast pain, breast tenderness, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, headache, hypoaesthesia, menorrhagia, migraine, nasal disorder, nausea, neck pain, pelvic pain, rash, skin burning sensation, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooopherectomy done ). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: her historical medications were added. Per plaintiff fact sheet events: neck pain, sharp pain in left breast, allergic or hypersensitivity reaction -would have rashes were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), transient ischaemic attack ('tia stroke'), gingival bleeding ('gums bleeding'), tooth fracture ('teeth would chip') and abortion spontaneous ('spontaneous abortion') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had two coils put in on the left side" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6)2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included vaginal irritation since (B)(6)2016, ovarian cyst since (B)(6)2016, paratubal cyst since (B)(6)2016, nasal congestion since (B)(6)2016, postnasal drip since (B)(6)2016, sinus headache since (B)(6)2016, itchy eyes since (B)(6)2016, cough since (B)(6)2016, shortness of breath since (B)(6)2016, palpitations since (B)(6)2016, edema since (B)(6)2016, dizziness since (B)(6)2016, giddiness since (B)(6)2016, itchy rash since (B)(6)2008, scabies since (B)(6)2008, urinary frequency since (B)(6)2007, allergic rhinitis since (B)(6)2007, ulcer skin since (B)(6)2007, chest pain since (B)(6)2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6)2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pkains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6)2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue extreme ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brushhair and shower and have clumps of hair fall out"). On 4-jul-2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6)2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On (B)(6)2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet, face, toes, arms"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow"), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head "), cerebrovascular accident ("stroke"), exhaustion ("exhausted"), mitral valve prolapse ("mitral valve prolapse"), irritable bowel syndrome ("ibs"), chest pain ("chest pain"), insomnia ("insomnia/unable to sleep"), coagulopathy ("clotting"), dizziness ("dizziness"), dysarthria ("slurred speech"), memory impairment ("bad memory"), acne ("acne"), menstruation delayed ("6 days late on my periods"), hepatic cyst ("cyst on liver and spleen"), abortion spontaneous (seriousness criterion medically significant), splenic cyst ("cyst on liver and spleen"), blepharospasm ("eyelid twitching") and bacterial infection ("constant bacterial infection"), was found to have a biochemical pregnancy ("chemical pregnancy") and was found to have uterine leiomyoma ("multiple fibroids") and vitamin d decreased ("extremly low vitamin d"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, transient ischaemic attack, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue extreme, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy, cerebrovascular accident, exhaustion, mitral valve prolapse, biochemical pregnancy, irritable bowel syndrome, chest pain, insomnia, coagulopathy, dizziness, dysarthria, memory impairment, acne, uterine leiomyoma, menstruation delayed, hepatic cyst, abortion spontaneous, splenic cyst, vitamin d decreased, blepharospasm and bacterial infection outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial infection, bacterial vaginosis, biochemical pregnancy, blepharospasm, breast pain, breast tenderness, cerebrovascular accident, chest pain, coagulopathy, coital bleeding, dermatitis allergic, dizziness, dysarthria, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue extreme, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hepatic cyst, hypoaesthesia, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstruation delayed, migraine, miliaria, mitral valve prolapse, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, splenic cyst, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal pain, weight decreased, weight increased and exhaustion to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6)2017 (bilateral salpingooopherectomy done). Minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Computerised tomogram - on an unknown date: coils in place and cyst on liver and a cyst on spleen. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, chemical pregnancy, chest pain, post coital bleeding, ibs, blood pressure low, hypoesthesia, tooth fracture, tia, stroke, mitral valve prolapse, palpitations, fatigue, g, tonsillar hypertrophy, head discomfort,, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion. Lot number: 508295 manufacturing date: 2005-07 expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: fu 15 and 16 processed together. Social media received. New reporter added. On 18-jun-2020: fu 15 and 16 processed together. Social media received. Event "eyelid twitching" added. New reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), genital haemorrhage ('abnormal bleeding/severe spontaneous bleeding'), transient ischaemic attack ('tia stroke'), gingival bleeding ('gums bleeding') and tooth fracture ('teeth would chip') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6)2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from (B)(6) to (B)(6) . Concurrent conditions included vaginal irritation since (B)(6)2016, ovarian cyst since (B)(6) 2016, paratubal cyst since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since(B)(6) 2016, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, chest pain since (B)(6) 2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pkains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brushhair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow "), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head ") and intentional device use issue ("I had two coils put in on the left side"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, transient ischaemic attack, tooth disorder, alopecia, arthralgia, fatigue, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy and intentional device use issue outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, breast pain, breast tenderness, coital bleeding, dermatitis allergic, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hypoaesthesia, intentional device use issue, menorrhagia, migraine, miliaria, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooopherectomy done ) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, tonsillar hypertrophy, head discomfort. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: information received via social media - new events - anxiety, swollen eyes, back pain, leg cramps, I had two coils put in on the left side, my cycle has become shorter, pain in legs, swelling in hands and feet, sinus issues, palpitations, rash, hives, heat rash, fallopian tube spasm, memory loss, blurred vision, hurts to swallow, lower abdominal pain, enlarged tonsils, pressure in head is gone were added. Outcome of event head discomfort added as recovered/resolved. Reporter's information added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), gingival bleeding ('gums bleeding') and tooth fracture ('teeth would chip') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had two coils put in on the left side" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included vaginal irritation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, paratubal cyst since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6)-2016, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, chest pain since (B)(6) 2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol ((B)(6)) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pkains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue extreme ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brushhair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack ("tia stroke"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet, face, toes, arms"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow"), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head "), cerebrovascular accident ("stroke"), exhaustion ("exhausted"), mitral valve prolapse ("mitral valve prolapse"), irritable bowel syndrome ("ibs"), chest pain ("chest pain"), insomnia ("insomnia/unable to sleep"), coagulopathy ("clotting"), dizziness ("dizziness"), dysarthria ("slurred speech"), memory impairment ("bad memory"), acne ("acne"), menstruation delayed ("6 days late on my periods"), cyst ("cyst on liver and spleen") and abortion spontaneous ("spontaneous abortion"), was found to have a biochemical pregnancy ("chemical pregnancy") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue extreme, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy, cerebrovascular accident, exhaustion, mitral valve prolapse, biochemical pregnancy, irritable bowel syndrome, chest pain, insomnia, coagulopathy, dizziness, dysarthria, memory impairment, acne, uterine leiomyoma, menstruation delayed, cyst and abortion spontaneous outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, biochemical pregnancy, breast pain, breast tenderness, cerebrovascular accident, chest pain, coagulopathy, coital bleeding, cyst, dermatitis allergic, dizziness, dysarthria, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue extreme, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hypoaesthesia, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstruation delayed, migraine, miliaria, mitral valve prolapse, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight increased and exhaustion to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooopherectomy done). Minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Computerised tomogram - on an unknown date: coils in place and cyst on liver and a cyst on spleen. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, chemical pregnancy, chest pain, post coital bleeding, ibs, blood pressure low, hypoesthesia, tooth fracture, tia, stroke, mitral valve prolapse, palpitations, fatigue, g, tonsillar hypertrophy, head discomfort,, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: information received via social media record. Events¿ stroke, exhausted, mitral valve prolapse, chemical pregnancy, ibs (irritable bowel syndrome), device ineffective, chest pain, insomnia/unable to sleep, clotting, dizziness, slurred speech, bad memory, acne, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion¿ were added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), gingival bleeding ('gums bleeding') and tooth fracture ('teeth would chip') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had two coils put in on the left side" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included vaginal irritation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, paratubal cyst since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6)2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6)2016, cough since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, chest pain since (B)(6) 2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp plains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue extreme ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brush hair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack ("tia stroke"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet, face, toes, arms"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow"), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head "), cerebrovascular accident ("stroke"), exhaustion ("exhausted"), mitral valve prolapse ("mitral valve prolapse"), irritable bowel syndrome ("ibs"), chest pain ("chest pain"), insomnia ("insomnia/unable to sleep"), coagulopathy ("clotting"), dizziness ("dizziness"), dysarthria ("slurred speech"), memory impairment ("bad memory"), acne ("acne"), menstruation delayed ("6 days late on my periods"), hepatic cyst ("cyst on liver and spleen"), abortion spontaneous ("spontaneous abortion") and splenic cyst ("cyst on liver and spleen"), was found to have a biochemical pregnancy ("chemical pregnancy") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue extreme, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy, cerebrovascular accident, exhaustion, mitral valve prolapse, biochemical pregnancy, irritable bowel syndrome, chest pain, insomnia, coagulopathy, dizziness, dysarthria, memory impairment, acne, uterine leiomyoma, menstruation delayed, hepatic cyst, abortion spontaneous and splenic cyst outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, biochemical pregnancy, breast pain, breast tenderness, cerebrovascular accident, chest pain, coagulopathy, coital bleeding, dermatitis allergic, dizziness, dysarthria, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue extreme, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hepatic cyst, hypoaesthesia, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstruation delayed, migraine, miliaria, mitral valve prolapse, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, splenic cyst, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight increased and exhaustion to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooophorectomy done). Minimal evidence to ige mediated food allergies based on food skin test reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Computerised tomogram - on an unknown date: coils in place and cyst on liver and a cyst on spleen. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, chemical pregnancy, chest pain, post coital bleeding, ibs, blood pressure low, hypoesthesia, tooth fracture, tia, stroke, mitral valve prolapse, palpitations, fatigue, g, tonsillar hypertrophy, head discomfort,, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction due to discrepancy between coding action item and match point coder query. Event "cysts on liver and spleen" updated to events " hepatic cyst and splenic cyst". No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), transient ischaemic attack ('tia stroke'), gingival bleeding ('gums bleeding'), tooth fracture ('teeth would chip') and abortion spontaneous ('spontaneous abortion') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had two coils put in on the left side" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included vaginal irritation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, paratubal cyst since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since 1(B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, chest pain since (B)(6) 2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pkains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue extreme ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brushhair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet, face, toes, arms"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow"), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head "), cerebrovascular accident ("stroke"), exhaustion ("exhausted"), mitral valve prolapse ("mitral valve prolapse"), irritable bowel syndrome ("ibs"), chest pain ("chest pain"), insomnia ("insomnia/unable to sleep"), coagulopathy ("clotting"), dizziness ("dizziness"), dysarthria ("slurred speech"), memory impairment ("bad memory"), acne ("acne"), menstruation delayed ("6 days late on my periods"), hepatic cyst ("cyst on liver and spleen"), abortion spontaneous (seriousness criterion medically significant) and splenic cyst ("cyst on liver and spleen"), was found to have a biochemical pregnancy ("chemical pregnancy") and was found to have uterine leiomyoma ("multiple fibroids") and vitamin d decreased ("extremly low vitamin d"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue extreme, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy, cerebrovascular accident, exhaustion, mitral valve prolapse, biochemical pregnancy, irritable bowel syndrome, chest pain, insomnia, coagulopathy, dizziness, dysarthria, memory impairment, acne, uterine leiomyoma, menstruation delayed, hepatic cyst, abortion spontaneous, splenic cyst and vitamin d decreased outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, biochemical pregnancy, breast pain, breast tenderness, cerebrovascular accident, chest pain, coagulopathy, coital bleeding, dermatitis allergic, dizziness, dysarthria, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue extreme, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hepatic cyst, hypoaesthesia, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstruation delayed, migraine, miliaria, mitral valve prolapse, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, splenic cyst, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal pain, weight decreased, weight increased and exhaustion to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooopherectomy done). Minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Computerised tomogram - on an unknown date: coils in place and cyst on liver and a cyst on spleen. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, chemical pregnancy, chest pain, post coital bleeding, ibs, blood pressure low, hypoesthesia, tooth fracture, tia, stroke, mitral valve prolapse, palpitations, fatigue, g, tonsillar hypertrophy, head discomfort,, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion. Lot number: 508295 manufacturing date: 2005-07 expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain started immediately after placement never went away. Left pelvic region'), transient ischaemic attack ('tia stroke'), gingival bleeding ('gums bleeding'), tooth fracture ('teeth would chip') and abortion spontaneous ('spontaneous abortion') in a 26-year-old female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "I had two coils put in on the left side" and device ineffective "device ineffective". The patient's medical history included c-section on (B)(6) 2016 and acute sinusitis in 2004. Previously administered products included for an unreported indication: paragard in 2005 and depo provera from 2001 to 2005. Concurrent conditions included vaginal irritation since (B)(6) 2016, ovarian cyst since (B)(6) 2016, paratubal cyst since (B)(6) 2016, nasal congestion since (B)(6) 2016, postnasal drip since (B)(6) 2016, sinus headache since (B)(6) 2016, itchy eyes since (B)(6) 2016, cough since (B)(6) 2016, shortness of breath since (B)(6) 2016, palpitations since (B)(6) 2016, edema since (B)(6) 2016, dizziness since (B)(6) 2016, giddiness since (B)(6) 2016, itchy rash since (B)(6) 2008, scabies since (B)(6) 2008, urinary frequency since (B)(6) 2007, allergic rhinitis since (B)(6) 2007, ulcer skin since (B)(6) 2007, chest pain since (B)(6) 2007, body mass index normal, mitral valve prolapse and drug allergy (allergen: erythromycin, latex, nickel, penicillin: reaction: anaphylaxis, titanium, all fresh fruits vegetables: reaction: hives, avocado: reaction: hives, kiwi: reaction: hives, titanium complaint: fever). Family history included eczema (family history: father has eczema and hives. Mother has hay fever, sinus, and asthma. Her siblings have asthma. Her children have hay fever, sinus, asthma, eczema and history of hives). Concomitant products included drospirenone + ethinylestradiol (yasmin) and metoprolol. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/spotting all the time"), abdominal pain lower ("lower abdomen wall pain/sharp lower abdominal cramping, spasm") and abdominal rigidity ("abdominal spasm"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge white milky discharge"). On (B)(6) 2007, the patient experienced breast tenderness ("breast tenderness sharp pain in the left breast pain"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"), gingival bleeding (seriousness criterion medically significant) and tooth fracture (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/sharp pains during intercourse") and coital bleeding ("bleeding during intercourse"). In (B)(6) 2007, the patient experienced urticaria contact ("hives from jewellery/recurrent hives/ abdominal hives that would migrate down to the bottom of the feet/would have rashes/hives from jewelry"). In (B)(6) 2007, the patient experienced nausea ("nausea/random nausea, no vomiting"). In (B)(6) 2008, the patient experienced fatigue extreme ("severe fatigue/tired all of time") and was found to have weight decreased ("weight loss/40lbs rapid weight loss") and weight increased ("40lbs rapid weight gain"). In 2009, the patient experienced alopecia ("hair loss/brush hair and shower and have clumps of hair fall out"). On (B)(6) 2009, the patient experienced headache ("headaches/head would hurt all over") and neck pain ("hurt down in to neck"). On (B)(6) 2013, the patient experienced transient ischaemic attack (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy/titanium"). In (B)(6) 2017, the patient experienced vaginal disorder ("vaginosis"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding/severe spontaneous bleeding"), arthralgia ("joint pain/hip pain"), menorrhagia ("abnormal bleeding (menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), dysmenorrhoea (", dysmenorrhea (cramping) sharp lower abdominal cramping"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal cramps"), skin burning sensation ("burning skin"), vulvovaginal pain ("vaginal pain"), hypoaesthesia ("numbness in hands and feet, face, toes, arms"), feeling abnormal ("brain fog"), nasal disorder ("nasal issues"), breast pain ("sharp pain in the left breast"), dermatitis allergic ("allergic or hypersensitivity reaction -would have rashes"), anxiety ("anxiety"), eye swelling ("swollen eyes"), back pain ("back pain"), muscle spasms ("leg cramps"), polymenorrhoea ("my cycle has become shorter "), pain in extremity ("pain in legs"), peripheral swelling ("swelling in hands and feet "), sinus disorder ("sinus issues "), palpitations ("palpitations "), rash ("rash "), urticaria ("hives"), miliaria ("heat rash "), fallopian tube spasm ("fallopian tube spasms "), amnesia ("memory loss "), vision blurred ("blurred vision "), odynophagia ("hurts to swallow"), tonsillar hypertrophy ("enlarged tonsils"), head discomfort ("pressure in head "), cerebrovascular accident ("stroke"), exhaustion ("exhausted"), mitral valve prolapse ("mitral valve prolapse"), irritable bowel syndrome ("ibs"), chest pain ("chest pain"), insomnia ("insomnia/unable to sleep"), coagulopathy ("clotting"), dizziness ("dizziness"), dysarthria ("slurred speech"), memory impairment ("bad memory"), acne ("acne"), menstruation delayed ("6 days late on my periods"), hepatic cyst ("cyst on liver and spleen"), abortion spontaneous (seriousness criterion medically significant) and splenic cyst ("cyst on liver and spleen"), was found to have a biochemical pregnancy ("chemical pregnancy") and was found to have uterine leiomyoma ("multiple fibroids") and vitamin d decreased ("extremely low vitamin d"). The patient was treated with antibiotics, diphenhydramine hydrochloride, vitamins nos, warfarin and surgery (filling, cleanings, tooth extractions and hysterectomy (full) salpingectomy(bilateral removal of fallopian tube)l). And essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, transient ischaemic attack, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue extreme, headache, vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, breast tenderness, abdominal pain, skin burning sensation, coital bleeding, vaginal disorder, tooth fracture, abdominal rigidity, neck pain, breast pain, dermatitis allergic, anxiety, eye swelling, back pain, muscle spasms, polymenorrhoea, peripheral swelling, sinus disorder, palpitations, rash, urticaria, miliaria, fallopian tube spasm, amnesia, vision blurred, odynophagia, tonsillar hypertrophy, cerebrovascular accident, exhaustion, mitral valve prolapse, biochemical pregnancy, irritable bowel syndrome, chest pain, insomnia, coagulopathy, dizziness, dysarthria, memory impairment, acne, uterine leiomyoma, menstruation delayed, hepatic cyst, abortion spontaneous, splenic cyst and vitamin d decreased outcome was unknown, the urticaria contact, gingival bleeding, abdominal pain lower, vulvovaginal pain, hypoaesthesia, pain in extremity and head discomfort had resolved and the abdominal distension, feeling abnormal and nasal disorder was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal rigidity, abortion spontaneous, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, biochemical pregnancy, breast pain, breast tenderness, cerebrovascular accident, chest pain, coagulopathy, coital bleeding, dermatitis allergic, dizziness, dysarthria, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, fatigue extreme, feeling abnormal, genital haemorrhage, gingival bleeding, head discomfort, headache, hepatic cyst, hypoaesthesia, insomnia, irritable bowel syndrome, memory impairment, menorrhagia, menstruation delayed, migraine, miliaria, mitral valve prolapse, muscle spasms, nasal disorder, nausea, neck pain, odynophagia, pain in extremity, palpitations, pelvic pain, peripheral swelling, polymenorrhoea, rash, sinus disorder, skin burning sensation, splenic cyst, tonsillar hypertrophy, tooth disorder, tooth fracture, transient ischaemic attack, urticaria, urticaria contact, uterine leiomyoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vitamin d decreased, vulvovaginal pain, weight decreased, weight increased and exhaustion to be related to essure (ess205). The reporter commented: discrepant date of removal was (B)(6) 2017 (bilateral salpingooopherectomy done). Minimal evidence to ige mediated food allergies based on food skin tcst reaction. Oral allergy syndrome due to cross reactivity between fresh fruits and vegetables and pollen, particularly birch pollen and possibly grass pollen and rag weed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Computerised tomogram - on an unknown date: coils in place and cyst on liver and a cyst on spleen. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿anxiety, back pain, muscle spasms, polymenorrhoea, pain in extremity, peripheral swelling, sinus disorder, palpitations, urticaria, rash, miliaria , fallopian tube spasm, amnesia, vision blurred, odynophagia, eyes swelling, chemical pregnancy, chest pain, post coital bleeding, ibs, blood pressure low, hypoesthesia, tooth fracture, tia, stroke, mitral valve prolapse, palpitations, fatigue, g, tonsillar hypertrophy, head discomfort,, fibroids, delayed menses, cysts on liver and spleen, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added-extremely low vitamin d. Reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("severe fatigue") and headache ("headaches"). The patient had surgery to remove the essure implant on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, tooth disorder, alopecia, arthralgia, fatigue and headache outcome was unknown. The reporter considered alopecia, arthralgia, fatigue, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure (ess205).